Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and it was found that there was blood on the distal conductor of the lead and it was obstructed. The analyst commented that dried blood obstructed in distal conductor prevented stylet insertion.

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to intermittent pacing capture at high outputs. It was also reported during the implant procedure that the stylet would not pass through the lumen of the replacement rv lead. The replacement rv lead was removed and another rv lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.